Event description:
It was reported that this right ventricular (rv) lead appeared to have dislodged. A lead revision was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.